Manufacturer narrative:
The investigation for the hemolysis has been completed. Impella rp flex pump was returned. Visual inspection was performed finding biomaterial was found wrapped beneath impeller at inflow. No other abnormalities were found. Rp flex pump was tested for hemolysis and passed with mih value within limits. Data logs were reviewed, suction alarms and noisy placement signal found. Also motor current variation during suction with no p-level changes was seen. Slight motor current (mc) spike and upward shift in placement signal occurred as well. Drop in flows was observed at p-7 from 2.8 to 2.4 l/min on 07/08. Rp flex pump was on low flows during most of the case. Abnormal waveforms observed during washout of hemothorax. As per clinical patient was on other device management, improper anticoagulation and management of volume with poor patient condition. The cause of the hemolysis issue was patient condition related. The cause of the renal failure issue was patient condition related. The instructions for use for the impella rp smartassist system with automated impella controller states the following: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿. Added b5 additional narrative., h6 clinical code 2041, h6 impact code 4641.

Event description:
It was further reported that the patient was placed on continous renal replacement therapy while on rp support.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a 64-year-old female patient with post-operation left ventricular assist device was implanted with an impella rp flex for mechanical circulatory support. The impella rp flex was placed in conjunction with a prior impella cp implant and a heartmate 3. The complainant reported the impella rp flex was explanted due to concerns of hemolysis from confirmed elevated plasma-free hemoglobin levels. The patient survived the event.